Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the exhalation flow sensor (evq). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while trying to setup a patient on a 980 ventilator; the ventilator went inoperative and generated an exhalation flow temperature out of range diagnostic message. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.